Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation found emh hp;cable,conn/gun cable damaged damaged handpiece cable.found resticted water flow when hp cable is held a certain position . Debris buildup in the water filter. Replaced damaged/worn components and recalibrated unit to factory specs.

Event description:
While the customer was using a g124 cavitron select sps, they allege that, little water coming out and handpiece and handpiece cable getting warm.. No injury was reported from the alleged event.